Event description:
It was reported that the patient presented remotely via merlin.net. Review for the transmission noted that the right ventricular (rv) lead exhibited declining r waves sensing resulting in undersensing. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.